Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
It was reported that the punch could not be removed from the block after impacting it during tka. The surgeon noticed the breakage of it.

Manufacturer narrative:
An event regarding intraoperative fracture involving a scorpio punch was reported. The event was confirmed. Method & results: -device evaluation and results: material analysis was performed and concluded that the universal notch preparation punch broke due to an overload conditions. No material or manufacturing defects were observed on the fracture surfaces examined. -medical records received and evaluation: not performed as no medical records were received. -device history review: there have been no reported discrepancies for the referenced lot. -complaint history review: there have been no reported events for the lot referenced. Conclusions: the investigation determined the likely root cause of the fracture was overload conditions. There are no material or manufacturing defects observed on the fracture surfaces examined by the material analysis team. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that the punch could not be removed from the block after impacting it during tka. The surgeon noticed the breakage of it.